Event description:
Customer reported a malfunction on the pump and there were no notable events prior to the incident. Impact on customer's blood glucose level was unknown as they declined to answer related questions. Customer support assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and to reach out if the issue reappears, which they acknowledged and understood.